Event description:
Event description boston scientific received information that this pacemaker was returned due to end of life. Preliminary testing revealed that the device was operating in the backup pacing mode on the r-c clock. There was no communication possible with the device. The measured pulse amplitude was 4.66 volts with a pulse width of 499 mseconds and an interval of 846 mseconds. The device was opened and a "known good" crystal was placed in parallel with the cyrstal mounted on the hybrid.communication was established and the device was removed from thebackup pacing mode. Normal programming and telemetry review wasestablished. The telemetered battery voltage was 2.37 volts, with acell impedance of 30.60 kilo ohms( taken at room ambient). When theexternal crystal was removed, communication was lost and the devicereverted to backup pacing.